Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). (B)(4). Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Expected, not yet received.

Event description:
It was reported during a procedure, that as the cable was inserted through the tensioning gun the cable frayed and unraveled at the end that s inserted through the gun. This occurred during cable insertion and prior to tensioning. The cable was cut, removed and replaced with a new one.

Event description:
No additional information received.

Manufacturer narrative:
Visual inspection on the returned cable confirmed the cable was frayed and broken. The cable was cut in one place. Review of manufacturing records noted the product was released conforming to specification. Based on the product evaluation, it is inconclusive how the cable was frayed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.